Event description:
It was reported that the customer was hospitalized for dka. The customer provided very little info on the event. The customer stated that the doctor was requesting a new pump. Instructed the contact to call the help line to troubleshoot the device.